Manufacturer narrative:
Date rec¿d by MFR : 23aug2019, date of report : 26aug2019. The manufacturer's service technician confirmed the backup alarm failed alarm allegation. The manufacturer's service technician replaced the cpu (central processing unit) to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:13jun2019. International UDI (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a backup alarm failed alarm message there was no patient involvement.